Event description:
The doctor tried to insert a neotrend-l-sensor through a 3.7 fr argyle uac. He felt a strong resistance during the sensor insertion when the sensor tip was 7-10 cm from the catheter's tip. After retracting the sensor and flushing the system he could advance another 2 cm ahead, but felt resistance again. He flushed again and could progress, but the sensor stopped advancing after another 2 cm. In this position, he noticed that the advancement lock was already touching the rear clamp blue nut, therefore impeding the sensor tip from into the uac and reach the appropriate position in the bloodstream. In this position, he noticed that some drops of blood were leaking from the advancement lock. At this stage he decided to remove the sensor and the uac as one unit. No report of injury to the patient has been received.